Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of xcela pasv ports and the failure mode of "catheter fractured." No adverse trends were identified. The returned catheter was visually examined and a slice in the tubing was visible at the 25cm mark. When sectioned open, a solid, opaque, crystalline occlusion was found in the catheter at the 36cm mark. When a guidewire was inserted into the tip of the large lumen, it would not advance past this occlusion. The presence of a solid occlusion within the catheter indicates that the catheter was incompletely or improperly flushed. The split catheter most likely resulted from an attempt to infuse through an occluded lumen. There is no evidence of mfg or design deficiencies with the device. Root cause has been assigned to improper/incomplete flushing which led to an occlusion and catheter failure during either power injection, or routine infusion. Mfg process controls for this device include 100% guidewire check to ensure lumen patency and 100% air leak testing. Incoming inspection of the catheter tubing includes dimensional inspections, tensile tip testing, static burst testing, and guidewire insertion. (B)(4).

Event description:
An implanted 6f valved power-injectable PICC device was reported to have fractured at the 25cm mark. The catheter was removed and returned to navilyst medical for eval. No pt complications were reported.